Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the tampons fell apart leaving pieces inside her vaginal cavity. She developed yeast infection like symptoms with itchiness and swelling of the vaginal area. She self-treated with a vinegar douche and azo. Her symptoms were not improving so she called and spoke with her healthcare provider. They prescribed boric acid suppositories and her symptoms improved. She did not seek any additional medical attention and did not experience any adverse health effects.